Manufacturer narrative:
The meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k021819.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was reading inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on the morning of (B)(6) 2011. The patient reported blood glucose readings of "460 mg/dl" with the subject meter and "141 mg/dl" on another meter(hospital meter), performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient claimed she manages her diabetes with pills and diet/exercise. At the time the alleged issue began, the patient denied taking any action regarding her diabetes management routine. The patient stated she was not experiencing any diabetic symptoms at the time of the alleged issue. For reasons not known, on (B)(6) 2011 at 3:30pm, the patient claimed she went to the emergency room (ER) for assistance. At the time of the ER, the patient indicated she was administered IV glucose and was tested by the lab with a reading of "330 mg/dl" at an unknown time. At the time of troubleshooting, the cca noted the subject meter's unit of measure was set correctly, the results obtained were from an approved sample site, and the patient's process for testing was correct. The patient did not have a control solution available to perform a quality control test. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.